Manufacturer narrative:
The previously submitted report had the incorrect aware date. Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2024. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine (400 mcg at 201.9853 mcg/day), baclofen, unknown (200 mcg at 100.99265 mcg/day), and bupivacaine (30 mg at 15.1489 mg/day) via an implantable pump for unknown indications for use. It was reported that the pump site was swollen and a little warm to the touch. The patient was scheduled for assessment. They aspirated 63 ml from site. The patient continued to have persistent swelling at the site. The patient was wearing the abdominal binder. Labs revealed that the fluid was positive for cerebrospinal fluid csf. Additional information received from the healthcare provider via a clinical study indicated that the patient reported intermittent leaking from catheter and pump site without signs of infection. The patient's mother reported that the lumbar site had been leaking serosanguineous fluid, the wound was surgically debrided without any evidence of a csf leak, instead indicative of a post-operative seroma. A CT scan revealed a fluid collection around the pump site. Same-day surgery revealed a csf leak at the catheter anchor site. Ahdherus sealant was used to cover the catheter to repair the leak and a blood patch was performed.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 31-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.